Event description:
Surgeon mixed the smartset (lot 2623504) as indicated, and as he normally does, that included a vacuum mixed system from stryker. Surgeon pressed a small ball of cement after two (2) minutes and expressed that the cement felt different. He cemented the tibial component. At around five (5) minutes, the cement became more viscous than he normally expected, and layered the femoral component and squeezed cement onto the femur. This is where he noticed that the cement was not handling the same as the previous product. As he pressed and malleted the femoral component, he noticed that the cement had already become thicker and was not extruding easily. He decided to remove the cement off the femoral component and the distal femur and remix another batch of the same cement. The second batch set in the same amount of time as the first (9-1/2 minutes). This caused a surgical delay of 30 minutes.

Manufacturer narrative:
This compliant is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.